Manufacturer narrative:
(B)(4). Meter returned on 2/22/2016 and qc evaluation completed on 4/5/2016 with no defect found. Test strips returned on 2/22/2016;qc evaluation completed on 4/5/2016, test strips produced low readings. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of an e-3 error message. Customer states feels well. Customer confirms the e-3 error message appears when test strip is first inserted into the meter. Customer states the may have applied blood sample incorrectly. Customer states the test strips were first opened this week. Customer confirms the strips have been stored properly. Another blood test was attempted but an e-3 appears when the strip is first inserted into the meter. Customer confirms that no adverse event has been related to the e-3 error message.